Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the unit alarm is malfunctioning.

Manufacturer narrative:
The device was evaluated by the returns department which found that the power switch is broken.

Event description:
Dealer is stating that the unit alarm is malfunctioning.